Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, severely scratched display window, cracked end cap, and cracked and bleeding lcd glass noted. The lcd physical damage prevented functional testing. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the screen was shattered and cracked by the elliptical machine while the customer was working out. The patient's blood glucose at the time of incident was 102 mg/dl. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.